Event description:
A pt alleged that their meter was "not working". Pt stated that they got up to go to the restroom and fell to the floor. Fire department was called and they gave the pt glucose. Unk what blood glucose was. Unk what symptoms pt had before they fell down. Pt's spouse also stated that the meter was not working all day. The meter kept saying redo check. The fireman told the customer that they were putting the blood on the strip first and then inserting it in the meter which will give them an error message. While troubleshooting, all the issues were resolved. No evidence of meter malfunction found. Pt's spouse was also cleaning the meter with alcohol. All the info suggests that user error contributed to the incident. Unable to contact the customer to obtain more info. A letter was sent as well to try to contact the pt.